Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. One xtw clip was implanted between a3/p3 and a2/p2, reducing mr to grade 1+. The clip arms were confirmed to be perpendicular to the line of coaptation. During follow-up, few days post-procedure, it was observed on transthoracic echocardiogram (tte) the mr increased to 4+. In was observed in lvot-view, the clip was not perpendicular to the valve plane, but was inclined towards the anterior leaflet. The clip was oriented towards the anterior leaflet with a worsening of posterior leaflet capture. The clip is stable on the leaflets. On (B)(6) 2023, additional mitraclip procedure was performed to treat recurrent mr of grade 4+. One clip was implanted a2/p2 lateral to the first clip to stabilize it, reducing mr to grade 3+. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for the reported migration (partial clip movement) cannot be determined. Mitral valve insufficiency/ regurgitation appears to be due to migration. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.